Event description:
The customer obtained multiple, reproducible, higher than expected vitros trop I es results ( 0.065, 0.104, 0.111 and 0.115 vs. An expected result <0.012 ng/ml ) from a single patient sample processed on the vitros 5600 system. The affected result of 0.104 was reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The sample was repeat tested as per customer policy. It is unknown if a corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, reproducible, higher than expected vitros trop I es patient results were obtained while using the vitros 5600 system. There is no evidence to suggest that an instrument or reagent related issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. However, the most likely root cause was determined to be sample related. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor.